Event description:
It was reported that one day post-implant, decreased pacing lead impedance and high capture threshold were observed. At a subsequent visit, the measurements were within normal range. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.